Event description:
The customer reported that after sealing tissue, the device jaws could not be re-opened. The device jaws were removed manually from the tissue and the patient had bleeding of less than 200cc. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.